Event description:
It was reported to philips that the device failed self test. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty capacitor. (B)(4). Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device failed self test. There was no reported patient involvement.